Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the winged female luer connector was disconnected from the tube. There was traces of solvent on the connector. The reported condition was verified. The cause was attributed to human error during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a damaged injection port was identified which caused a leak from an eva bag. There was no patient involvement. No additional information is available.